Manufacturer narrative:
One device was received for evaluation. Visual and functional tests were performed. Further investigation identified a delaminated downstream occlusion (dso) seal and buckled upstream occlusion (uso) seal. The dso and uso seals were replaced. The device then passed all testing criteria. Service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the product for a defective keypad during device evaluation a delaminated downstream occlusion (dso) seal, and buckled upstream occlusion (uso) seal was found. There was no patient involvement.